Event description:
It was reported that pump displayed minimum fill notification while caller attempted to load new cartridge, and caller confirmed sufficient insulin remained in cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case as instructed, declined to reload same cartridge, then followed guidance from technical support to fill and load new cartridge using proper technique, after which minimum fill issue was resolved and pump use with insulin delivery successfully resumed.